Event description:
The patient reported in clinic experiencing muscle stimulation in their shoulder. Decreased pacing impedance was observed on the right atrial (ra) lead. Ra lead insulation damage was suspected but this was not confirmed. X-ray imaging was performed but no anomalies were noted. The ra lead was capped and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.